Event description:
It was reported that an a-fib procedure was performed on the patient on middle of (B)(6) without any issue. On (B)(6) 2012, the patient complained of not feeling well. The physician ordered a CT scan which revealed a hole in the esophagus. The patient was hospitalized and was doing fine.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01 serial# (B)(4); stockert model # m-4800-01 serial# (B)(4); coolflow pump model # m-5491-02 serial# (B)(4); c3 nav variable lasso model# d-1290-01-s lot # unknown. (B)(4).